Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead conductor fracture was suspected but it was not confirmed. A revision procedure was performed. The rv lead was capped and replaced to resolve the event. The patient is stable with no consequences.

Event description:
Additional information was received that technical support was contacted and there were increased pacing impedance episodes observed on the rv lead.